Event description:
Customer emailed stating that they had a mattress that was delaminated.

Manufacturer narrative:
Upon review of the picture sent from the customer the urethane cover bubbled at the center of the mattress exposing the inside of the mattress cover. A new mattress was shipped out to the customer on 03/13/2015. This problem has been assigned to cpa (B)(4), anf a follow-up report will be submitted upon completion of the corrective action.